Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient stated she spent a few days in the hospital last week, tuesday (B)(6) 2016. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was in the hospital for fluid overload.

Manufacturer narrative:
Additional information: age/date of birth, weight, relevant tests/lab data, other relevant data, model/lot #, concomitant medical products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. On (B)(6) 2016, the patient presented to a hospital emergency department with shortness of breath, nausea, confusion that started a few days ago, drain complications that started three days ago, 2+ bilateral pedal edema, hypoxic; was diagnosed with fluid volume overload, acute exacerbation of congestive heart failure (chf), and altered mental status; and was admitted to the hospital. Review of medical records revealed the event of fluid volume overload was due to not performing dialysis therapy and the event of altered mental status was due to oversedation secondary to pain medications. As of (B)(6) 2016, the patient was discharged from the hospital, the events of altered mental status resolved and overuse of medication resolved, it is unknown if the event of fluid volume overload has resolved, and the patient continues ccpd therapy. There is no documentation in the medical record supporting a possible association between the liberty cycler and the events of fluid volume overload, altered mental status, and acute exacerbation of chf. However, there is a probable association between the event of altered mental status and the consumption of pain medication, the events of fluid volume overload and acute exacerbation of chf and the patient¿s co-morbid disease of esrd.